Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer treated himself with insulin based on this reading. Thirty minutes later, the consumer performed another test using the very same meter and strips getting another result of "hi" and treated himself with more insulin. Subsequently, the consumer felt dizzy and ate candy. The consumer tested again getting a result of 142 mg/dl, after all insulin was administered. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of the investigation, a follow up report will be filed.